Event description:
It was reported occlusion alarms occurred. Customer's blood glucose was 250 mg/dl. System check was performed by technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.